Event description:
The date of original surgery is unk. The pt underwent a revision hip surgery on (B)(6) 2013 due to deep infection. We are sure that the surgeon removed the delta tt cup and the delta liner (this liner is not marketed in the us), as these devices have been returned. The event and the two surgeries took place in (B)(6).

Manufacturer narrative:
We checked the sterilization charts of the components explanted and returned (delta tt cup and delta liner): both components were regularly sterilized before being placed on the market, so we believed that the devices themselves are not the cause of the infection. No other complaints have been reported on the lot numbers involved (a total of 8 delta tt cups and 40 delta liners were manufactured with these lot numbers). We also rec'd the explanted cup and liner. No bone ingrowth was present on the cup external surface when it was returned, but it's likely that it has been cleaned and sterilized before returning it. We don't have further info at the moment, so we cannot go back to the causes of the infection right now. We have requested further info (e.g. Date of original surgery, type of infection suffered, date of onset of the infection) to the complaint source in order to perform a deeper analysis; we hope to receive this add'l info, then we will submit a f/u report. We are aware of 3 cases of confirmed infection with a delta tt cup, plus another case of "suspected septic loosening" of a delta tt cup. (B)(4).